Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the cut function would occur without activating the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one used force fxc generator was received, and evaluation of the sample confirmed the reported issue. The investigation found that the isobloc voltages for the monopolar 1 port measured lower than specification limits and that the pure cut mode remained active after the foot switch was released. The latch on condition was caused by the low isobloc voltages. The investigation isolated the failure to capacitors c142 and c160 on the psrf board, but the cause of the component failure could not be identified. The probable root cause could not be determined from the available information. The capacitors were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.